Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® boric acid sodium borate/formate c&s urine tube had a molding defect. This occurred on 5 occasions during use. The following information was provided by the initial reporter: wasp instrument not accept some c&s tubes. And it damages patients labels and closures. The customer believes that some c&s are different sizes ( diameter) than normally.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® boric acid sodium borate/formate c&s urine tube had a molding defect. This occurred on 5 occasions during use. The following information was provided by the initial reporter: wasp instrument not accept some c&s tubes. And it damages patients labels and closures. The customer believes that some c&s are different sizes (diameter) than normally.